Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hip revision due to instability. Cup & head revised. Original cup implanted 1988. Original liner was worn & cup was malpositioned. Original omnifit uncemented stem was stable & left insitu.